Manufacturer narrative:
Ths is related to MDR numbers 3011632150-2021-00008 and 3011632150-2021-00010. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis/claudication symptoms e.g. Pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This is related to MDR numbers: 3011632150-2021-00008 and 3011632150-2021-00010. There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the mimics 3d european post-market observational study on (B)(6) 2018. At index procedure ((B)(6) 2018) the patient presented with a de novo occlusion of the segment involving the sfa proximal third to proximal politeal of the right leg. Three biomimics stents (5.0 x 80mm (this MDR), 6.0 x 125mm (MDR 3011632150-2021-00009) and a 6.0 x 100mm (MDR 3011632150-2021-00010) were implanted. On (B)(6) 2021 a restenosis of the treated segment (target lesion) was identified. The event was described as "possibly related" to the device and procedure. Percutaneous intervention was conducted on (B)(6) 2021, and involved a target lesion revascularisation with drug coated/drug eluting balloon and thrombectomy. This event is reported as being target lesion related. Therefore, veryan are reporting this event to take the most conservative approach. The patient outcome is described as "resolved/recover ed". The devices remain implanted.